Event description:
It was reported that the customer was receiving no delivery alarms and had a scratch on the insulin pump's screen. The customer stated that the backlight seemed to not be working as well. The customer mentioned that she wanted to receive a new transmitter. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).